Event description:
It was reported that the user experienced hyperglycemia while connected to the ilet and self-administered subcutaneous rapid-acting insulin during ambulance transport; the user was subsequently advised to temporarily disconnect from the ilet after the manual dose, later received a hospital-administered 5-unit dose of long-acting insulin, and was hospitalized for injuries from a motor vehicle accident; the user later resumed ilet use after the advised wait period. Symptoms included elevated blood glucose. Outcomes included hospital admission, treatment with exogenous insulin and IV fluids, and recovery with therapy resumed. Investigation included a review of the event history, completion of hospitalization and blood glucose questionnaires, and medical professional follow-up. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemic event. It was concluded that no device failure could be identified and the event cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.